Event description:
The customer reported that two of his blood glucose readings were not being stored in the memory of a contour next usb meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to the customer.